Event description:
It was reported, the patient experienced pain at the ipg site. As a result, the patient's ipg was explanted and replaced with a different model. The new ipg was implanted at a new location. The issue has been resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.